Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and the emergency dispatcher was called. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The patient reported on (B)(6) 2013 her blood glucose reached in 30s mg/dl. She then called 911 but she did not go to the hospital. There was no additional bg level, treatment or history provided.